Manufacturer narrative:
Product analysis 97810: the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978a128, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the ins was heating in the pocket. The device was turned off and the cause was not known. Additionally, a device site infection was reported along with feeling warmth/hot. The device has been removed and the patient was hospitalized for infection treatment. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: brand name: surescan, product ID: 978a128 (lot: va2gbbp), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.